Manufacturer narrative:
(B)(4). The customer reported that the device was checked on the following day and the touch screen was working properly. The covidien service engineer (se) inspected the device and was not able to find any diagnostic codes associated with the reported malfunction. The device is on hold pending further analysis.

Event description:
It was reported that, the touch screen on a 980 ventilator was unresponsive. The ventilator was not connected to a patient at the time the malfunction occurred.